Event description:
Customer reported the pt's total parenteral nutrition (tpn) disconnected from y-connector where it is attached to smartsite needle free valve port on broviac. Pt care technician (pct) found tpn on floor. Notified rn, rn heplocked pt's central line per policy and notified physician, maintenance fluids ordered. No pt harm reported. Although requested, no additional event or pt info was provided by the customer.

Manufacturer narrative:
MFR's report date: 04/27/2011. (B)(4). No product was returned for eval; customer stated the product was discarded at the facility. The lot number was not identified. Unable to determine the root cause of customer's reported problem.